Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician prescribed antibiotics. Physician brought the patient into the or 4 days later, flushed the neck incision site with antibiotic solutions, repositioned the stimulation lead, and closed.